Manufacturer narrative:
(B)(4).

Event description:
It was reported that two endeavor-sprint drug-eluting stents were implanted in the rca. Approximately 4 years post procedure the patient died. Cause of death unknown. The investigator assessed that the death has no relationship to the study stents.